Event description:
It was reported that during a device change-out, externalized conductors were observed via fluoroscopy. The lead was explanted and replaced.

Manufacturer narrative:
A partial lead with the lead tip measuring 48.5cm was returned for analysis. External insulation abrasion was noted at 44.2-44.3cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 11.9-15.3cm from the distal tip. The etfe coating was intact at these locations.